Event description:
Medtronic received a report that the patient experienced perifocal subarachnoidal bleeding and asymptomatic hemorrhagic transformation (ph1) following a solitaire procedure, which was conservatively treated. The adverse event was not the result of a device deficiency. The event was assessed possibly related to the device and procedure. After the first pass with the solitaire the patient¿s mtici score was 2a, and after passes 2-4 with a sofia catheter and catch-mini stent their final mtici score was 2b. The patient¿s nihss score at 24 hours post procedure was 6, and at discharge it was 11. The patient status was noted as recovering/resolving. The patient was undergoing a mechanical thrombectomy for a clot located in the m2 segment of the right middle cerebral artery. Patient medical history includes hypertension and chronic kidney failure. Ancillary devices include a sofia plus catheter and a catch-mini stent retriever. Additional information received reported that the event recovered/resolved on (B)(6) 2021 and the patient was asymptomatic. The sponsor assessed the subarachnoid hemorrhage as caused by the procedure, and possibly related to the solitaire and phenom 21 mic rocatheter.

Manufacturer narrative:
The solitaire device was previously reported in manufacturer report # 2029214-2021-00387. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that on (B)(6) 2022, subarachnoid hemorrhage ae was adjudicated by cec as causally related to study procedure, possible to solitaire and mdd anc. Device phenom 21.